Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 22:50:05 on (B)(6) 2026. At 01:06:51 on (B)(6) 2026, an arrhythmia was detected. ECG shows vf. At 01:07:26, the patient received appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. The electrode belt was disconnected at 01:07:27 on (B)(6) 2026.